Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: one of our techs found two (2) hairs sealed in the bag. It looks like it is sealed in the port and the saddle. Some of it is outside of the sealed area and some is inside.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). A photo was provided for evaluation. In the photo a hair can be seen twisted around the central tube of the bag. In order to have the hair in this position, the contamination would have occurred when the tubes were welded to the two layers of the bag. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. As a result, this incident has been determined to be an isolated incident. The applicable manufacturing personnel have been informed. If additional information becomes available, a follow up report will be submitted.